Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that they were experiencing a speaker malfunction inop error message. There was no patient involvement.